Manufacturer narrative:
The peritonitis occurred on an unspecified date in nov2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to an unspecified bacteria. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory medications. Patient outcome, and action taken with pd therapy were not reported. The reporter declined to provide additional information.